Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently treated by paramedics due to a blood glucose level of 26 mg/dl. Customer stated that paramedics administered glucagon. Later in the day of this incident, customer stated that paramedics were called again due to a blood glucose level of 576 mg/dl. Customer was taken to the emergency room. The customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump was not replaced or returned for analysis.